Event description:
Reporter indicated a vns patient presented with high impedance. The physician stated the pt has "had this generator for 5 years. Needs reimplant." Battery life calculation revealed the generator is 0.4 years until the elective replace indicator reads yes. Good faith attempts to obtain additional info have been unsuccessful to date.